Manufacturer narrative:
Results: bd received 2 representative samples and 2 photos from the customer facility for investigation in support of this complaint. Photos showed evidence of leakage, samples were evaluated visually and by sleeve function testing and the customers' indicated failure mode for sleeve recovery was not observed. A review of the manufacturing records (DHR) was completed for the incident lot and no issues were identified. Conclusion: unconfirmed complaint. Bd was unable to duplicate or confirm the customers¿ indicated failure mode because the defect was not evident in the testing of the returned samples or DHR review.

Event description:
It was reported that during a blood draw, the rubber sleeve did not recover and caused some leakage from a bd vacutainer® flashback blood collection needle, 21gx1", with a green shield. No serious injury, blood to mucous membrane exposure or medical intervention was reported.

Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is exempt and does not have a 510k associated with it.